Event description:
A falsely elevated troponin I result of 0.66 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was auto-repeated on the same analyzer and a result of 0.13 ng/ml was obtained. Retesting of the same sample on the same analyzer resulted in 0.15, 0.00 and 0.00 ng/ml. The sample was again retested on an alternate analyzer and the result was <0.04 ng/ml. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from the sample drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carried in from the sample drain. Siemens healthcare diagnostics inc technical solutions center specialist provided troubleshooting recommendation. The drains were cleaned and this corrected the malfunction. The instrument is performing within specifications.